Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info; however, it was not possible to perform a thorough analysis on the rx pixel stent delivery system because it was not returned for eval. Stenosis, as listed in the device risk assessment and instructions for use is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue.

Event description:
Reporting status: serious injury. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that in 2006, the pixel was implanted in a lesion, which had 100% stenosis. The vessel diameter was 2.5 mm. On approx six and a half months later, in-stent restenosis (90%) was observed when a coronary angiogram was performed. On the following month, plain old balloon angioplasty (poba) was performed as an intervention. No additional event or pt info is available.